Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it as concluded that the device operated within specifications. No traces of moisture damaged noted during visual inspection.

Event description:
Customer reported hospitalization due to high blood glucose. Customer is thirsty and feeling really bad. Customer was transported to hospital via ambulance. The blood glucose reading at the time of the event was over 600 mg/dl. Diagnosed diabetes ketoacidosis. Hospital treated with manual injections. The current blood glucose reading is 558 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.